Event description:
Her blood glucose tested 160 mg/dl on her doctor's meter, while her meter read lo. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.